Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp) and was detected by a weakened compound motor action potential (cmap). A double stop occurred and diaphragm activity did not fully recover. The case was completed with radiofrequency. It was noted that the patient had not recovered but was asymptomatic at discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight applications were performed with reported balloon catheter 2af284 lot number 85291 without any issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) was encountered during the case. There is no indication that the clinical issue is associated with the product performance of the reported balloon catheter. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.